Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that during a posterior fusion procedure three instruments broke. As surgeon instrumented the screws on the back table, the holding sleeve standard broke. No pieces in patient. As surgeon was bending the rods, the coronal rod bender left and coronal rod bender right broke. This also happened on the back table with no pieces in the patient. The procedure was completed. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 3 for this (B)(4).